Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 09/14/2021 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested, and the following was obtained: * it was seen that it was disconnected while preparing the table before the operation. * operation successfully completed. * 03.07.2021 - rhinoplasty * follow-up provided, problem solved with replacement product

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Was procedure successfully completed? Procedure date and name?

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. Before use on the patient, it was reported that the needle was found broken in the package. No adverse patient consequences were reported. Additional information was requested.